Event description:
The device was used during a lobectomy. Reportedly, the instrument was difficult to open and a component disengaged. The surgeon resected the tissue at the application site and applied another device to complete the procedure. The hosp has reported no pt injury occurred.